Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for the event error code e113 could not be determined. Regarding to the event error code e116 occurred due to failure of the graphics processing unit. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, error code e113 occurred on the video processor. This issue occurred during preparation for use for a therapeutic procedure. The procedure was completed with a similar device. There were no reports of a delay or patient harm.

Manufacturer narrative:
The device was returned and the evaluation found that due to graphics processing unit failing, this resulted in startup failure. Should additional relevant information become available, a supplemental report will be submitted.